Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while she was at her doctor¿s office the day prior, she noticed air bubbles in the tubing. Her blood glucose is 297 mg/dl and she stated that she has done all that she can to try to remove them. The customer doesn¿t want to keep using her supplies because she said that she does not have that many. After troubleshooting for the air bubbles, the customer said that there were no leaks and that she did not allow the insulin to warm to room temperature prior to filling the reservoir. She was advised to replace the infusion sets. The customer also mentioned that she had just been discharged out of the hospital. The infusion set and the reservoir are not returning for analysis.